Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01439. This report is being submitted as additional information. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 54 days. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient presented with acute anemia and a hemoglobin = 6.1 g/dl, discovered during a routine lab draw. The patient reported having two episodes of bloody stools and three episodes of black tarry stools. The patient reported compliance with warfarin 3 mg daily. On (B)(6) 2018, the patient had bright red stool and was instructed to hold warfarin/aspirin (asa). The patient was advised to restart warfarin which initially resumed on (B)(6) 2018. Asa was held for five days then resumed at lower dose of 81 mg daily. Labs were drawn/resulted (B)(6) 2018 with no further blood in stool. This adverse event is ongoing as bleeding has been intermittent since admission. Colonoscopy revealed ascending colon ulcers which were ischemic in appearance with no active bleeding visualized. Biopsies revealed ischemic colitis, however gastrointestinal (gi) specialist did not feel further intervention was needed. No additional information was provided.